Manufacturer narrative:
Our factory experts requested the error log files for further investigation. It is assumed that the unintended table movement was caused by a known issue with the table side control. This issue was addressed in the customer safety advisory letter xp045/14/s, reported under corrections and removals report # 2240869-08/19/14-0025-c (z-2649-2014). A local service engineer was informed that a fix for the issue was distributed via an update instruction xp072/14/s (reported as a part of the original c&r submission # 2240869-08/19/14-0025-c). The engineer was advised to perform the update to eliminate the issue. The table side control was also requested for further investigation. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. This report was submitted 03/31/2015. (B)(4).

Manufacturer narrative:
The detailed investigation of the returned table side control panel showed that the described event was caused by infiltration of fluids. To avoid such issues a redesign of the table side control panel has been already implemented via an update instruction (B)(4) (reported under corrections & removals report # 2240869-08/19/14-0025-c/z-2649-2014).

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, an endoscope considerably came out of the original position due to an unintended table movement of the axiom luminos tf system. There are no injuries attributed to the event. The reported event occurred in (B)(6).